Event description:
It was reported that during arthroscopic repair of lateral malleolus ligament of left ankle, when the package of the osteoraptor was opened, it was found that the anchor was cracked. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h6: one 72201993 osteoraptor 2.3mm suture anchor used for treatment, was returned. Instructions for use contains recommendations and precautionary statements for proper use of product. The insertion shaft device, suture and anchor were returned. There was no damage, bow or bending of the insertion shaft. There was clean ultrabraid suture returned attached to the handle but not in original configuration. The anchor was attached to suture still through the eyelet but no longer attached to the distal tip of the inserter. The anchor¿s proximal barbs were cracked and flared open where the inserter seats into the anchor cavity. This aligns with leverage having been applied to the inserter causing torque on the proximal barbs. It is unknown where or when this may have occurred. Per instructions for use: ¿breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith and nephew drill prior to implantation¿. This product recommends and specified drill bit, a 2.3mm in line drill and a 2.3mm obturator. These are purchased separately. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution. No root cause related to the manufacturing of this device was established.